Event description:
During a remote follow up, oversensing due to noise resulting in inappropriate mode switching was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was not able to be reproduced. Lead damage due to subclavian crush was suspected. Diagnostic imaging was performed during the rv lead revision procedure and no anomalies were noted. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.